Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl(2000 ug/ml, 363.4 ug/day) and bupivacaine (10 mg/ml, 1.816 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient thought the stitches came out and the pump had flipped because when her refill hurt. The patient got refill every 3 months. The patient needed her pump to be stitched back to her abdomen wall. There was no medical or therapy problem associated with small parts reported. The event happened a year and a half prior to (B)(6) 2018. No further complication was reported.